Event description:
Pt was being fed with the device. Orders called from 10 ml/hr feeding rate. Reporter noticed too much formula emptying from the container. Pump noted to be set at 10 ml/hr. On closer inspection, a nurse noted a faint "1" in the hundreds place, effectively making the feeding rate 110 ml/hr. This condition existed for approximately 8.5 hours. Pt was suctioned - pulled 350 ml and another 450 ml on a wall unit. One pt involved.